Manufacturer narrative:
The device is available for return; however, it has not yet been received. Additional reporter information: (B)(6).

Event description:
The customer reported blood leakage at the end of the valve of a tego¿ connector. As a side note, the tego also reportedly blocked injection by syringe (impossible to inject the catheter flushing fluid through the valve). For all dialysis patients with a central venous catheter, a tego valve device was installed on each catheter branch, and then changed every seven days. Recurring problems were observed at the silicone part of the device, causing the patient to bleed at the branch of the catheter that was no longer secure and therefore required a valve change. There was no report of any specific human harm other than an unspecified amount of blood leakage.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history lot number review for possible lot numbers was reviewed, and no nonconformities were found that would have led to the reported complaint. Updated information in d9.